Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octorde, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005784.

Event description:
It was reported that following a fall the patient experienced uncomfortable stimulation. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.